Event description:
The customer to olympus, during the pre-use inspection of the endoeye flex deflectable videoscope, a blackout would occur. The scope was replaced with another one, and the planned procedure was completed, with no delay noted. There were no reports of patient harm or impact associated with this event. This scope had been sent to olympus for repair previously, but the same phenomenon recurred with the subject scope. Related patient ID: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was likely caused by an abnormality in the connector board. Regarding the cause of the damage to the connector board, there were no confirmed abnormalities such as disconnection of the signal line or incorrect wiring from the appearance of the board; however, it may be electrically damaged or deteriorated over time. Olympus will continue to monitor field performance for this device.